Event description:
On (B)(6)2018 we have been informed about an incident in the life healthcare hospital of johannesburg, south africa. A monitoring dispersive electrode (model skintact wr21a30) and a force triad generator were used. A patient was injured during a surgical procedure. The initial report stated "when plate was removed there was skin breakdown. Skin had to be sutured". We also received a picture showing a bleeding skin detachment of about 1 x 2cm in size and a picture showing the involved device with the detached skin. After several requests for clarifying the discrepancies between the pictures and the information provided with the initial report which do not correspond to the information provided in the first questionnaire we received on july 23rd an additional questionnaire containing information which belong to the initial stated skin tear: on june 20th, 2018 a 54minutes "repair strangulated repeat right inguinal hernia" was performed. The patient was described as slim. The skin was described as paper skin. The patient was lying in the dorsal position. The dispersive electrode was placed on the left thigh. The application site was without any impairment - "none pre-op". It was reported that the electrode was adhering properly to the patient. The patient skin was cleaned with betadine surgical scrub, not shaven, not disinfected and no ointment had been used before the procedure. After the procedure a skin injury was discovered. The user explained a "skin breakdown when the doctor removed the electrode". The size of the injury was described as "+/- 5cm x 2cm long". The injury occurred underneath the foam area. The injury had to be treated, the "doctor sutured the skin breakdown with nylon, ointment and tegaderm".

Manufacturer narrative:
Retained samples of the same lot have been inspected visually, electrically and thermally. Mechanical tests were performed on four retained samples. All tested samples were found to perform within limits. No faults were detected. The involved device has not been made available for an investigation. The patient skin was described as paper skin. The IFU states: "after use remove the electrode gently with one hand and support the underlying tissue with the other. Lift the electrode at the tab section at its base, not by the diathermy cable, and peel it off slowly. Tugging, pulling or rapid removal may cause skin trauma. Take extra care when skin is overly delicate, e.g. On elderly patients, diabetics, or because of prolonged specific medication e.g. Steroids." However, no information was provided as to how the electrode was removed from the patient. It is therefore unclear whether the IFU has been properly followed. We therefore conclude that the state of the patient`s skin was most probably the reason for the incident. No further conclusion can be drawn.

Manufacturer narrative:
Retained samples of the same lot have been inspected visually, electrically and thermally. Mechanical tests were performed on four retained samples. All tested samples were found to perform within limits. No faults were detected. The involved device has not been made available for an investigation. Based on the information made available to us, discrepancies between the initial report and the completed questionnaire were discovered. The pictures and the information provided with the initial report do not correspond to the information provided in the questionnaire. We therefore have requested clarification from the initial reporter on: 1. The picture of the initial report shows a skin tear -> the questionnaire states skin abrasion? 2. The initial report states that the "skin had to be sutured "-> the questionnaire states that no medical intervention was necessary as "it was superficial"? 3. The picture of the initial report shows a skin tear within an area of 1 x 2 cm-> the questionnaire states skin abrasion occurred "1 cm wide the whole rim of the electrode"? 4. The picture of the injury in the initial report shows elderly skin -> the questionnaire states the patient is 44 years. Does the picture show the woman indicated in the questionnaire? We have requested additional information on the medical history of the patient with potential impact on the skin (e.g. Diabetics, prolonged use of specific medication e.g. Steroids)? Upon receiving this we will provide a follow-up report.

Event description:
On june 20th, 2018 we have been informed about an incident in the (B)(6) hospital of (B)(6). A monitoring dispersive electrode (model skintact wr21a30) and a force triad generator were used. A patient was injured during a surgical procedure. The initial report stated "when plate was removed there was skin breakdown. Skin had to be sutured". We also received a picture showing a bleeding skin detachment of about 1 x 2 cm in size and a picture showing the involved device with the detached skin. On july 04th we received a completed questionaire containing additional information: an abdominal hysterectomy to remove the uterus was performed. The duration of the procedure was 88 min. The patient's body type was commented as "ethnical affiliation", the skin type described as normal and the general state as normal. The skin was not cleaned, not shaven, not disinfected, not dried and no lotion had been used before applying the neutral electrode. The electrode was placed on the right calf. The patient was lying in the dorsal position. No repositioning of the patient was necessary. The power setting initially was 45 cutting, 45 cautering and spray. The settings later were raised to 60. The dispersive electrode adhered well to the patients skin. "No areas where loose". After the procedure a skin abrasion was noticed. The size of the wound was described as "1 cm wide the whole rim of the electrode" "at the edge". No medical intervention was necessary to treat the injury as "it was superficial",